Event description:
Procedure: lavh. According to the reporter: the device was applied to the lavh to be used in closing the adnexa gyn. After firing the device, the surgeon tried to open the jaw, but the jaw would not open. The surgeon cut the staple line off with a monopolar and bi-polar. There was little bit of bleeding and tissue damage.

Manufacturer narrative:
(B)(4).